Event description:
Approximately eleven months post implantation, the patient experienced a left frontal intraparenchymal hemorrhage. This event occurred following administration of tpa for a suspected thrombus event. The patent underwent a left pterional craniotomy for clot evacuation five days after admission. Details regarding diagnostic testing were not provided. She had a prolonged hospital stay but did not develop permanent neurologic deficits. She was discharged home approximately one month later on oral anticoagulation for thrombus prophylaxis.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. The hvad (B)(4) pump was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. The patient was previously admitted for thrombus and suffered a hemorrhage as a result of therapeutic anti-coagulant treatment. Log file analysis was inconclusive for the reported event. Based on the available information within this investigation, however, there is no evidence to suggest that the root cause of this complaint relates to a device malfunction. Applicable risk documentation and experience with events of similar circumstances were considered; events with strokes are an inherent risk that may be associated with use of the heartware system. Clinical factors that may have contributed to the reported event in this patient include thrombolysis therapy. The most likely root cause of the reported clinical adverse event may be attributed to previous thrombolysis therapy. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Serious and life threatening adverse events, including device thrombosis, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Manufacturer narrative:
The device remained implanted at the time of this event. Additional information will be submitted within thirty (30) days of receipt.